Event description:
Procedure type: chemosite removal. According to the reporter: the pt had the same type of port implanted. This port was removed five months later because the catheter had broken and a piece had embolized.

Manufacturer narrative:
(B)(4).